Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. No information to suggest the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. A discharge profile fault flag was observed in the download and evaluated. It was determined that this fault flag was not associated with the inappropriate shock and not a reportable device malfunction. The cause of the fault flag was removal of the battery from the device during an earlier detection sequence. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the internal wires. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage caused or contributed to the patient's treatment as review of the event indicates the device was able to detect and ECG signal and deliver a full energy pulse. Device manufacture date & device usage monitor: 12/11/2013 - reuse. Electrode belt: 08/24/2015 - initial use. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced a defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 175 bpm contributed to the false detection. The patient was reported to be in a skilled nursing facility at the time of the event. Per review of the event the response buttons were not pressed during the entire event. It was reported that the patient had cognitive issues. The patient did not seek medical attention following the treatment and continued use of the lifevest.